Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that since last week, they have been having a lot of pain and it seems like their stimulator is not acting like it should. Patient said they were feeling a funny sensation from about mid calf down a lot times. Patient tried different programs and they all seemed to be about the same. Patient mentioned that they were walking 3,000 to 3,500 steps a day and now it was hard for them because they tried to keep moving and right now they were having a hard time with that and it was causing way more pain. Patient also mentioned they had neuropathy in their feet from their back and they did have back pain, but the back pain was not too bad and it had always been pretty good for their feet where they could manage it, but it just didn't seem to be working like it had been. Patient went to program a the other day and that seemed to do nothing and made things a little bit better but didn't make things worse. Patient then went back to program b and that sort of was their go-to where they leave it at all time. Last night they even tried program c and that did not seem to do anything either. Pt mentioned having issues previously with the controller (see 708863775). Pt mentioned having leaving the manufacturer representative (rep) a message yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received a letter asking the patient what steps were taken to resolve the issue. Patient mentioned they met with their manufacturer representative (rep) friday the 13th. Patient's go to group was group b and the patient also tried group a. Patient was also given a new group which was group c which had 2 parts. One was for their feet and the other was for the back or the left. Patient mentioned the group was amazing. Agent redirected patient to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
Correction to previous regulatory report: f15 now added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.